Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single pt sample that was generated by the unicel dxl 800 access instrument. A pt sample was tested for accu tni and a result of 4.16ng/ml was obtained. Per lab policy, the original sample was retested and the repeated accu tni results were: 0.29ng/ml and 0.31ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc and system check info have not been provided. The specimen was collected in a lithium heparin tube. A field svc engineer (fse) was dispatched to the customer's lab in 2007. The fse performed system verification testing and results passed within specs. No add'l info regarding this event has been provided by the customer. The root cause of this event is unk and unknowable. A malfunction will be assumed for the purpose of this report.